Event description:
Ous MDR - an event recording in the vf zone due to noise on the rv lead was reported via home monitoring. On (B)(6) 2015 artifacts causing inappropriate shocks were noted. The cause of the artifacts could not be found by the hospital. This lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.the visual inspection of the lead demonstrated a damaged insulation at approx. 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The insulation body and the coating of the conductor cables to the ring electrode r1, r2 and r3 were found damaged in that area. These findings can be considered as the root cause for the observed issues mentioned in the complaint description.based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment.the cuttings in the insulation occurred most likely during the explantation procedure.the analysis did not reveal any sign of a material or manufacturing problem.